Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead was reprogrammed as therapies were turned off.

Manufacturer narrative:
Concomitant medical product: ddmc3d1 implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained ventricular tachycardia episodes and sensing integrity counter (sic). The rv lead exhibited reproducible noise with isometrics and impedance spiked during a check. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The event is a duplicate of FDA report number 2649622-2019-09232. If information is provided in the future, a supplemental report will be issued.